Manufacturer narrative:
(B)(4). An engineering quality review as completed for this report of a check supply line alarm. The report was not confirmed in the lab due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by one of the supply bags not fully spiked. The lot number was unknown; therefore, a batch review was not performed. Potential use errors and proper user instructions are address in homechoice apd systems patient at-home guide where patients are instructed how to properly connect the solution bags. Patients are also instructed to check all disposable set connections for a secure fit before beginning therapy. This review found the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted (B)(6) regarding a check supply line alarm that appeared on the homechoice (hc) unit during refilling the heater in prime. The home patient (hp) stated the spike on the supply bag was not pushed all the way into the bag port. The hp confirmed she pushed the spike further in and completed priming. No injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available. Should additional information become available, a follow up MDR will be sent.